Event description:
It was reported the patient had a shocking or jolting sensation and intermittent stimulation. The reporter stated the patient had I intermittent jolting sensations in their abdomen with stimulation off. It was noted the patient had abdominal pain. It was further noted the patient went to the emergency room several times. The reporter stated the patient refused to get a CT scan for further t roubleshooting. The reporter further stated they confirmed that the device was off and they had tried resetting the device with a recharger. It was noted that hospitalization was required and an explant was planned, but not scheduled. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient went to the emergency room today because of pain in their abdomen. It was noted the patient¿s pain continued even if the implantable neurostimulator (ins) was set to 0v and off. It was further noted the emergency room healthcare professional (hcp) was not sure what was causing the pain and they did not know it was related to the patient¿s therapy or device. The reporter stated they did a short physician mode recharge (pmr) with the recharger and that did not change the pain in the patient¿s abdomen. The reporter further stated the emergency room would perform a ¿gi¿ test on the patient. Additional information received reported that no diagnostics were performed. It was noted the cause of the intermittent jolting sensation was not determined. It was further noted the patient would not be re-implanted following explant of their device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n392585, implanted: (B)(6) 2014, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient may not be scheduled for explant as all their symptoms have subsided. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.